Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, around 11pm-12am, the patient noticed her dexcom device was in a signal loss state. The patient did not have a glucometer, therefore, a bg meter reading was not taken. The patient was wearing an omnipod insulin pump. The patient was experiencing ¿sleepiness¿, sweating, weakness, and fatigue. Ems was called and when they arrived the patient¿s bg meter reading was ¿unreadable¿. The patient was taken to the ER where her bg meter reading was 400 mg/dl while the cgm was still in a signal loss state. The patient was treated with IV fluids and insulin (route not specified). The patient was discharged home after approximately 4 hours. The patient was ¿fine¿ at the time of report. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.